Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In approximately (B)(6) 2017, patient reported to his mother that the processor was too loud and refused to wear it. In addition, he was responding to sound inconsistently.